Event description:
Caller reported nano system results of 473 mg/dl and 347 mg/dl, compact plus result of 126 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for nano system. Medwatch with identifier (B)(6) is for compact plus system. On follow up with customer, customer advised all strips had been used and were not available to return. Will not be returned to manufacturer.